Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v639997, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that this was the patient¿s first device and it never gave her therapeutic benefit. The device was replaced because ¿they thought it could have been bad placement.¿ however, it was unclear when the device was removed because the patient stated both that it was removed when the second device was placed and ¿both neurostimulator and leads¿ were explanted on (B)(6) 2013. About two weeks later, it was reported that the patient was last seen on (B)(6) 2011. The patient had ¿objective success¿ and went for a second opinion. No further information was known. Two days later it was reported that the device ¿did not work.¿ the patient¿s issues were ¿not resolved¿ and she had the system removed.

Manufacturer narrative:
(B)(4).